Event description:
New information received indicated that the patient presented to the clinic and device reprogramming was made to address post-paced t wave over-sensing. The patient was asymptomatic.

Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.